Event description:
Hcp reports patient's ins shutting off by itself and being shocked when going through a security gate, during interrogation, and occasionally when they turn their system on. The patient was seen in the clinic and underwent troubleshooting and reprogramming of the device. No report of serious injuries. No report of device explantation at this time.